Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged due to "aim not achieved". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).